Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's battery charge was no long sufficient. The patient underwent an ipg replacement procedure. No device malfunction suspected.